Manufacturer narrative:
Date of event: exact date unknown, event occurred shortly after the patient was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8120700, model: sc-8120-70, serial: (B)(4), batch: 192869a.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.